Event description:
The report received from the affiliate indicated that four days after pci with a 2.75x33mm cypher stent implanted in the mid lad, the pt complained of a chest pain and st segment elevation at v1 approx v6 was observed on an ECG. An acute myocardial infarction was diagnosed. Coronary angiography (cag) was conducted and thrombus was observed from the proximal edge to inside the implanted cypher. To treat the thrombus, aspiration and poba with a 2.75x20mm hiryu balloon at 14 atm for 60 sec were conducted. Additionally, iabp treatment was conducted. The physician commented that the possible cause of the thrombotic event was that the implanted cypher was under-dilated. The pt remained hospitalized two days after this event. This pt was initially admitted with angina pectoris. Elective pci was performed on a de novo lesion in the mid lad of 20mm in length in a 2.7-2.8mm vessel diameter at a bifurcation. The (b2) lesion was calcified. The lesion was pre-dilated with a 2.5x20mm balloon of unk MFR at 20 atm for 20 seconds before a 2.75x33mm cypher stent was deployed at 12 atm. Post-dilation was not conducted. Ivus was conducted and the physician who implanted the stent thought that there was good wall apposition. However, it was also thought that there was not good wall apposition. There was no indication of vessel dissection. The pt was not immunocompromised. The residual % stenosis was 0%. Timi iii flows were recorded pre and post-procedure, respectively. Act was not measured. It was not reported if there was difficulty in wiring or accessing the vessel during the initial procedure. Pre-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Intra-procedure medications included heparin 8,000 units. Post-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stents. It is also not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt.